Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has reported that their implantable pulse generator (ipg) had failed and was removed and replaced with a defibrillator. They reported that "I died and they had to shock me five times to get me back to life". Records show the ipg remains in use. No further patient complications have been reported as a result of this event.